Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 patient examined for pa and lateral chest. Impression: there was no evidence of acute disease. On (B)(6) 2007 patient presented with pre-operative diagnosis: facet cyst, right, with instability, spondylolisthesis. Post-operative diagnosis: floating facet left l5. Facet cyst right l5-s1. Operation performed: foraminotomy l5 right, with excision of facet cyst. Excision of left floating facet at previously operated site on the left of l5. Lateral fusion with bmp, bone graft, and autologous bone with dvx. Placement of a plate. Per-op notes: transverse processes at s1 were dissected with retraction with the meyer dings, handheld. The bone was denuded of its outer periosteum and then bmp burritos, mixed with autologous bone, dex and bone graft were placed over the transverse processes. On (B)(6) 2007 patient examined for xr spine lumbar. Impression: postoperative changes at the lumbosacral junction with fixating device over the spinous processes at l5-s1. Grade 1 to borderline grade 2 l5 on s1 spondylolisthesis present. No acute abnormalities seen. Post-surgical change at l5-s1 with grade 1 anterior spondylolisthesis at this level and degenerative disk disease. On (B)(6) 2007 patient discharged with following diagnosis: facet cyst with instability. Post operatively she was treated for discomfort. On (B)(6) 2007 patient presented with back discomfort. On (B)(6) 2007 patient presented with occasional cramp in the buttocks on the right. On (B)(6) 2014, patient underwent CT cervical spine without contrast. Impression: diffuse moderate degenerative changes were present throughout the cervical spine.